Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet could only pass one centimeter into the pacing lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was ext rinsically over-rotated.the analyst noted that the stylet test could not be performed due to the distal conductor being distorted with in the connect. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.